Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was inserted in x-ray. Solution was infused at 80cc/hour. The following day a large pleural effusion was observed by x-ray. As a result, the catheter was removed and 1000cc of pleural effusion was drained. There were no patient complications reported.